Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was no longer able to be used due to deflation. A few days after placement, the device fell out and the balloon deflated. No other adverse patient effects were reported.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the device was burst, however, the cause for the burst was not able to be determined.